Event description:
The customer reported multiple, (B)(6) for a single reactive proficiency sample while using the vitros systems. It is unknown if the results were reproducible. The following results were obtained: (B)(6); biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There is no report that patient results were questioned by the physicians. There was no report of harm to patients as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, false negative vitros anti-hbc results were obtained for a single reactive proficiency sample while using the vitros systems. Information regarding the vitros systems involved in the event is unknown. The investigation could not determine a definitive root cause. However, an instrument or reagent related issue cannot be rule out as contributing factors with the information provided. Additionally, the investigation could not rule out a sample handling issue as a contributing factor. Three reagent pack lots were involved in this event. One of the reagent pack lot numbers is unidentified and the corresponding fields are unknown.